Manufacturer narrative:
One month later, the evidence for the suspected ra lead fracture was reported to be an increase in impedance measurements of over 700 ohms in a three month period. This lead will continue to be monitored and the lead remains in service. No additional information is available at this time. If additional information becomes available, this event will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that a lead fracture was noted on this chronic right atrial (ra) lead. The pacemaker will likely be programmed to right ventricular (rv) only pacing. To date, no adverse patient effects were reported. Subsequent information indicates that this lead was surgically abandoned due to the previously reported product performance issues. There were no additional adverse patient effects.